Manufacturer narrative:
After further review of additional information received. As reported, a 6x100mm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter was inserted; however, it could not be inflated. There was a pinhole noted from the balloon. There was no reported patient injury. This was a shunt anastamosis percutaneous transluminal angioplasty (pta) case. The device was stored and handled per the instructions for use IFU. There was no damage confirmed at the time noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There was no confirmed kinks noted on the device prior to use. The device was prepped according to instructions for use (IFU). The catheter was flushed with heparinized saline. The device was prep normally. The same indeflator was used successfully with other devices. The balloon did not inflate normally. There was no patient injury. There is no procedural film/cd available for review. A non-sterile unit of saber 6mm10cm 90 product was received coiled inside of a clear plastic bag. The product was unpacked to do a first visual inspection without any optical magnifying device. The device was received with the balloon not inflated. No damages or anomalies were observed on the balloon or on the rest of the device. Functional test was performed. The guidewire lumen was flushed and a lab sample guidewire was inserted through it. A stopcock (three-way valve) was attached to the inflation lumen port in order to apply negative pressure and purge the balloon of air. The inflator/deflator device was attached to the inflation lumen. Balloon inflation test was done applying pressure with the inflator/deflator device until the manometer reached the nominal pressure of 8 atm. Balloon got inflated as expected and no leakage was detected. Balloon inflation pressure remained steady. A device history record (DHR) review of lot 17507792 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the leakage experienced by the customer could not be determined during analysis. Based on the information available for review, concomitant device factors and/or handling factors may have contributed to the reported event since the balloon was able to be inflated to nominal and rated burst pressure successfully. According to the instructions for use (IFU), which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, grasp the hub and gently take the catheter out. Without twisting, slide the forming tube off the balloon. Fill a syringe of appropriate size with equal volumes of contrast medium and normal saline. Attach the syringe to the balloon lumen, marked ¿balloon.¿ pull the syringe¿s plunger to deflate the balloon. To inflate the balloon, point the syringe and balloon tip downward and inject the contrast medium and saline mixture. Continue pointing the distal tip of the balloon downward, and deflate the balloon again. Looking proximal to distal, manually refold the deflated balloon clockwise around the catheter. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation¿ neither the DHR nor the product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported, a saber pta (6mm10cm 90) balloon catheter was inserted; however, it could not be inflated. There was a pinhole noted from the balloon. There was no reported patient injury. This was a shunt anastamosis percutaneous transluminal angioplasty (pta) case. The device was stored and handled per the instructions for use IFU. There was no damage confirmed at the time noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There was no confirmed kinks noted on the device prior to use. The device was prepped according to instructions for use (IFU). The catheter was flushed with heparinized saline. The device was prep normally. The same indeflator was used successfully with other devices. The balloon did not inflate normally. There was no patient injury. There is no procedural film/cd available for review. The device was not returned for analysis. A device history record (DHR) review of lot 17507792 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ could not be confirmed as the device was not returned for analysis. The root cause of this leakage reported could not be determined. Based on the information available for review, vessel characteristics (although not provided) and handling factors may have contributed to the pinhole/leakage reported during inflation since calcified/resistant lesions can damage the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Section d10: device available for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17507792) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta (6mm10cm 90) balloon catheter was inserted; however, it could not be inflated. The device seemed to have a pinhole. There was no reported patient injury. This was a shunt anastamosis percutaneous transluminal angioplasty (pta) case. The device was stored and handled per the instructions for use IFU. There was no damaged confirmed at the time noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There was no confirmed kinks noted on the device prior to use. The device was prepped according to instructions for use (IFU). The catheter was flushed with heparinized saline. The device was prep normally. The same indeflator was used successfully with other devices. The balloon did not inflate normally. There was no patient injury. There is no procedural film/cd available for review. The device will be returned for evaluation. Additional information received indicates that there was a pinhole noted from the balloon.